Event description:
It was reported leakage at insertion site when flushing the catheter. Hole in the catheter. "Catheter placed 24/06/24, secured with a statlock, and has worked relatively well, you have had to flush some to be able to get backflow but this is not abnormal. Today the treating nurse discovered a leak when she starts the saline infusion before chemotherapy. The catheter is removed and a hole on the catheter is discovered." The patient received the chemotherapy in a pivc on the 5th of aug, PICC was removed aug 6th. Patient will get a new PICC in 3 weeks time. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length was 36cm. It was inserted into the basilic vein, and secured with a statlock, exit site was at the hub. PICC was used for immunotherapies (car-t cells, monoclonal antibodies); oncology treatment (carboplatin, cemiplimab). There was tauorlock is given once due to poor blood return. Medicationduration in PICC is 35 minutes then blood return was good. The leak was at the 7cm mark. PICC was used 44 days. There are no xray images of this event. The catheter site was cleaned with chlorhexidine solution poured from a bottle (klorhexidinsprit, fresenius kabi, 5 mg/ml, 250 ml).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The returned product sample was evaluated and a split was observed at the 7 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported leakage at insertion site when flushing the catheter. Hole in the catheter. "Catheter placed (B)(6) 2024, secured with a statlock, and has worked relatively well, you have had to flush some to be able to get backflow but this is not abnormal. Today the treating nurse discovered a leak when she starts the saline infusion before chemotherapy. The catheter is removed and a hole on the catheter is discovered." The patient received the chemotherapy in a pivc on the (B)(6), PICC was removed (B)(6). Patient will get a new PICC in 3 weeks time. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length was 36cm. It was inserted into the basilic vein, and secured with a statlock, exit site was at the hub, and dressed in a j-loop back up the patient's arm. PICC was used for immunotherapies (car-t cells, monoclonal antibodies); oncology treatment (carboplatin, cemiplimab). There was tauorlock is given once due to poor blood return. Medicationduration in PICC is 35 minutes then blood return was good. The leak was at the 7cm mark. PICC was used 44 days. There are no xray images of this event. The catheter site was cleaned with chlorhexidine solution poured from a bottle (klorhexidinsprit, fresenius kabi, 5 mg/ml, 250 ml).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported leakage at insertion site when flushing the catheter. Hole in the catheter. "Catheter placed 24/06/24, secured with a statlock, and has worked relatively well, you have had to flush some to be able to get backflow but this is not abnormal. Today the treating nurse discovered a leak when she starts the saline infusion before chemotherapy. The catheter is removed and a hole on the catheter is discovered." The patient received the chemotherapy in a pivc on the 5th of aug, PICC was removed aug 6th. Patient will get a new PICC in 3 weeks time. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 7 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported leakage at insertion site when flushing the catheter. Hole in the catheter. "Catheter placed (B)(6)2024, secured with a statlock, and has worked relatively well, you have had to flush some to be able to get backflow but this is not abnormal. Today the treating nurse discovered a leak when she starts the saline infusion before chemotherapy. The catheter is removed and a hole on the catheter is discovered." The patient received the chemotherapy in a pivc on the (B)(6), PICC was removed (B)(6). Patient will get a new PICC in 3 weeks time. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length was 36cm. It was inserted into the basilic vein, and secured with a statlock, exit site was at the hub, and dressed in a j-loop back up the patient's arm. PICC was used for immunotherapies (car-t cells, monoclonal antibodies); oncology treatment (carboplatin, cemiplimab). There was tauorlock is given once due to poor blood return. Medicationduration in PICC is 35 minutes then blood return was good. The leak was at the 7cm mark. PICC was used 44 days. There are no xray images of this event. The catheter site was cleaned with chlorhexidine solution poured from a bottle (klorhexidinsprit, fresenius kabi, 5 mg/ml, 250 ml)